Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced exposure of vaginal mesh through vaginal wall, erosion of implanted vaginal mesh and prosthetic materials, overactive bladder, mixed stress and urge urinary incontinence, urinary tract infection, detrusor dysfunction. Per medical records were received on 23jun2026, the patient has experienced severe bowel adhesions to the vaginal cuff, severe bowel adhesions to the pelvic sidewall, severe bowel adhesions to the pelvis posterior cul-de-sac, urinary incontinence, narrowed vaginal introitus, vaginal mesh erosion at the apex, bleeding, vaginal prolapse, hemorrhage, edema, anemia, overactive bladder, urinary retention, e coli urinary tract infection, stress, lower back pain, dysuria, frequency, fever, vaginal wound, urethral wound, overactive genitourinary, pain, incomplete emptying of bladder, detrusor dysfunction, urgency, anxiety, mesh exposure and required additional surgical and non-surgical treatments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.